Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. Reportedly the customer did not push air out of the cartridge. Technical support educated the customer to always ensure any gaps/air bubbles are removed from the cartridge and tubing when they complete the fill tubing step. The customer continued to use pump for insulin therapy.